Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a firing failure based on log review. The root cause was not determinable/applicable. A partial fire log review confirmed that during the sleeve gastrectomy, one blue color reload was installed. It had nine clamp history during the procedure. Additional observation reported by site that was not related to the primary failure: failure analysis investigations replicated/confirmed the customer reported complaint "and would not initialize with the arm". The instrument was found to have high drivetrain friction homing failure based on log review and during in-house testing. The instrument was placed on an in-house system. The instrument failed during initialization. The root cause of this failure was attributed to a component failure. An additional finding that was not reported by the customer, and not related to the primary finding was that the instrument was found to have a jammed I-beam assembly. The I-beam was only able to extend enough to open the I-beam slot. No lodged staples were found in the I-beam path. This failure caused the high drivetrain friction homing failure of the instrument. The root cause of this issue was attributed to a component failure. The instrument was further analyzed by an advanced failure analysis (afa) engineer, and the following was observed. The I-beam assembly was jammed and could not be moved forward easily with the bevel gear. Looking inside the clamp window, the orange sheath appeared torn/broken. Eventually the I-beam was able to be moved forward, but it stopped at ~45mm mark on channel. Lodged sheath fragments were observed thru the I-beam welded cover window. Broken/damaged sheath may have contributed to the firing failure and possibly created difficulty initializing on subsequent installs. The instrument was disassembled and found sheath broken proximal to the snake wrist area. The I-beam sleeve appeared to be bunched up in the same area it broke. It was observed that there was wearing on one end of the distal clevis and there appeared to be fragments of sheath on the inner surface of this component. Fragments are unlikely to fall into the patient due to there being a reload installed during use that the I-beam sleeve travels within. The root cause of the broken/torn/bunched up I-beam sleeve was not established. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk4351. The sureform stapler had 8 uses remaining after the last use. A review of the site's complaint history found no other complaints for this instrument. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed that the ibeam assembly of the sureform stapler was jammed with no evidence of user mishandling/misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient during this event, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message appeared that the stapler could not be initialized and it was not able to cut through. The procedure was completed by using a backup instrument and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.